Event description:
Physician reported right side "ultrasound shows ruptured implants". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Initial reporter phone number: (B)(6). (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.